Manufacturer narrative:
Initial reporter phone: (B)(6). Lot number of 10439011 was provided, however, it was not recognized in the system. Therefore, attempts have been made to obtain clarification. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a guidewire broken issue occurred. Initially during inserting the wire into the patient's body, physician discovered that the middle part of the wire was damaged. The problem was resolved without causing serious side effects by noticing the problem during the process. There was no patient consequence reported. Additional information was received on 17-may-2023. This was a guidewire issue. It was found during inserting into body that a part of wire was lack. Picture provided. This event was originally considered non-reportable, however, after review of the picture provided and additional information stating that part of the wire was lack, bwi became aware of the MDR reportable issue of the guidewire broken on 17-may-2023 and have reassessed the event as reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). In the 3500a initial, we provided under b5. Event description that a picture was provided; however, on 07-jun-2023 a correction was noted as in h10. Additional manufacturer narrative it should have also included the following: the product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. During inserting the wire into the patient's body, physician discovered that the middle part of the wire was damaged. The problem was resolved without causing serious side effects by noticing the problem during the process. There was no patient consequence reported. Additional information was received. This was a guidewire issue. It was found during inserting into body that a part of wire was lack. The investigation was completed on 05-jul-2023. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, a damage was observed on the guidewire of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the guidewire was broken in the middle section, part of wire was broken as the customer report. The damage observed could be related to the manipulation of the wire during introduction into the dilator; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The instructions for use contain the following recommendation: during insertion over the guidewire, use caution not to create excessive bends in this device. This may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-jun-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received on 26-jun-2023 providing the lot number of 60000075. Therefore, updated the d4. Lot and d4. Expiration date fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).